Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foreign material was found in the package of suction evacuator before use. Per follow-up information received from ibc on (B)(6) 2022, foreign material found was something like stain in the device.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), bulb evacuator. Visual evaluation of the returned sample noted one opened (with original packaging), bulb evacuator. Visual inspection of the sample noted foreign material present inside the rim of the evacuator measuring (1.00mm2). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. The actual/suspected device was evaluated

Event description:
It was reported that foreign material was found in the package of suction evacuator before use. Per follow-up information received from ibc on 23mar2022, foreign material found was something like stain in the device.